Event description:
It was reported that during an implant procedure, the superion indirect decompression spacer broke. The broken spacer was removed and a new spacer was successfully implanted. The spacer will not be returned as it was disposed of by the medical facility.